Manufacturer narrative:
(B)(4). The device was not returned for analysis. The return of proglide device may have aided the investigation in determining a cause for the experienced cuff miss. A cuff miss can occur due to a number of factors including, but not limited to, needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. To ensure this type of experience is not a result of a potential product related deficiency, in-process testing of devices is performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. It should be noted that this device was being used during a training session in a model. There was no patient involvement. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported as discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that during a training session, using a model, as the perclose proglide plunger was pulled back, sutures were not retrieved. After the lever was pushed down and the device was being removed, the foot broke, but did not detach. There was no patient involvement. Though requested, no additional information was provided.